Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0gnkg, explanted: (B)(6) 2015, product type: lead. (B)(4) china. Device analysis for lead va0gnkg revealed no anomaly found.

Event description:
The company representative (rep) reported that the device was implanted due to parkinson's disease. The lead joint was found exposed on july 28th. The physician suspected its rejection. It was noted pre-operative that a package abnormality was found before opening. The device was inspected prior to use, no abnormality was found. The leads were replaced on july 31st. No fever and infection indication. No adverse event reported for the results of the lead replacement. If additional information is received, a follow up report will be sent.